Manufacturer narrative:
(B)(4). The device involved was reported available for investigation, however, said device has not been received by the manufacturer at the time of this report.

Event description:
Customer complaint alleges "clinician in the ER went to use the dispoled handle and the light didn't work". It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Event description:
Customer complaint alleges "clinician in the ER went to use the dispoled handle and the light didn't work". It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One (1) 77700 dispoled disposable fiber optic laryngoscope handle was received into the lab for investigation. Upon receipt a visual inspection was performed to determine if there were any evidence of abuse/misuse/and/or damage to the outer casing and lighting components. Upon inspection it was noted that some degree of tampering had taken place on the bottom battery retainer cap. After further investigation extensive damage was discovered to the internal components of the handle. It is obvious the bottom battery retainer cap was removed incorrectly incurring major damage to one of the batteries and dislocating the connectivity wire that runs from the end battery cap to spring loaded led. Functional testing could not be performed due to the extensive damage incurred by the handle and electrical components. At some point it appears that the bottom battery retainer cap was used incorrectly, or excessive force was used to try and attain access to the battery cavity. Either way, the extensive damage to the battery and to the electrical conducting wires prevented the led from illuminating. It is highly unlikely that the handle left the manufacturing facility in this condition. This damage will be assigned to operational context.